Event description:
It was reported that leakage occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: "per customer response to (B)(4) information request the initial date of the incident was on (B)(6). I pulled several syringes at this time to recreate the incident and had the same leakage. I did not keep these products. However I again recreated the leakage on (B)(6) and have saved all of the products used and their packaging." Per customer email: "we have a baby getting morphine and when the nurse drew it up in the 3cc lure-lok syringe and administered it through the max zero the morphine appeared to be dripping from the syringe. The nurse then flushed the line with a prefilled 3 cc flush and had no leaking. She then drew up saline in another 3cc lure-lok syringe and there was again leaking from the syringe. The lot number for the product is 9015815 . I have pulled several of the bd lure-lok syringes and tested this with a bonded max zero med line and only had leakage from the syringes with the previous lot number that are from the plant in mexico. All syringes made in USA presented no issues." 1 of 2 complaints.

Manufacturer narrative:
Investigation: samples received for investigation, syringes with a maxzero connector. Two syringes were evaluated for functionality and leakage, although the samples show small deformities in the pivot, the leak test was compliant, this indicates that the manufactured product meets the standards internal quality that guarantee its functionality. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "per customer response to (B)(4) information request: the initial date of the incident was on 9/12. I pulled several syringes at this time to recreate the incident and had the same leakage. I did not keep these products. However I again recreated the leakage on 9/13 and have saved all of the products used and their packaging. Per customer email: we have a baby getting morphine and when the nurse drew it up in the 3cc lure-lok syringe and administered it through the max zero the morphine appeared to be dripping from the syringe. The nurse then flushed the line with a prefilled 3 cc flush and had no leaking. She then drew up saline in another 3cc lure-lok syringe and there was again leaking from the syringe. The lot number for the product is 9015815 . I have pulled several of the bd lure-lok syringes and tested this with a bonded max zero med line and only had leakage from the syringes with the previous lot number that are from the plant in (B)(4). All syringes made in USA presented no issues." 1 of 2 complaints.